Event description:
It was reported that the patient is shaking a lot since about 15 minutes ago. Patient(pt) said his battery is full but when patient services(ps) had patient check, the battery is empty. Ps had pt start a recharge session, and advised pt to turn therapy back on once the second quartile is recharging. Pt said he recharged fully on saturday and he normally recharges every 3 days. It appears perhaps the battery is lasting only 1 day. Ps suggested that pt may want to schedule a visit with hcp to check the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.